Event description:
It was reported that balloon rupture occurred. A 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, prior to full inflation the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, prior to full inflation the balloon ruptured. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded and the tip is damaged. Microscopic examination revealed a longitudinal tear 15mm long located 18mm from the tip. Blood is present in the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the balloon.